Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Section e3: non-healthcare professional investigation the reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: fracture, organ perforation, occlusion, inability to retrieve, and migration. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Catalog number and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The following information is alleged: the patient received a select inferior vena cava (ivc) filter on (B)(6) 2021. Approximately 1 year after receiving the filter implant, the patient underwent a percutaneous retrieval due to the complete occlusion of the ivc and proximal iliac veins. The patient's physician was unable to remove the filter and scheduled an attempted thrombolysis and thrombectomy for approximately a week later. A month after this, the patient underwent a complex percutaneous retrieval. The initial attempts to remove the ivc filter using a snare, the hangman technique, and forceps failed. The hangman technique was performed again, and the forceps were used to remove the filter. At this time, it was discovered that 3 struts were dislodged from the filter and migrated to the chest with 1 in the right pulmonary artery and 2 within the heart. Hospital and medical records have been requested, but not yet provided.

Manufacturer narrative:
Corrected information: d3 (email), g1. Additional information: a2, a4, b5, b6, b7, h6. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava perforation, deep vein thrombosis (dvt), complex retrieval, retained struts (heart/lung), shortness of breath (sob), limited physical activity, fear, distress. The additional information regarding vena cava perforation does not change the previous investigation results for organ perforation. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported retained struts (heart/lung), shortness of breath (sob), limited physical activity, fear, distress is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot# are unknown, however, the alleged celect is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 30apr2025 as follows: patient allegedly received a cook celect filter on (B)(6) 2021 via the right internal jugular vein due to deep vein thrombosis (dvt) and pulmonary embolism (pe). Patient subsequently underwent a failed attempt at filter retrieval approximately one year later with a final, successful complex percutaneous retrieval approximately a month later due to occlusion of the ivc and dvt. Patient is alleging vena cava perforation, device fracture, post-implant ivc occlusion and post implant dvt. Patient notes and further alleges experiencing shortness of breath, distress, mental anguish due to the fear of more serious injuries, limited physical activity. Per the retrieval report (attempted): "impression: there is complete occlusion of the ivc and proximal iliac veins with filling defects suggestive of acute-to-subacute clot. There were only a few small collateral vessels, also suggestive of a relatively short chronicity. Due to this, the filter could not be removed at this time. The patient will be rescheduled for attempted thrombolysis and thrombectomy". Per a report from venogram: "impression: successful placement of bilateral iliac vein infusion catheters with initiation of tpa lysis". Per the retrieval report (successful): "impression: 1. Successful removal of a celect ivc filter. 2. 3 struts were dislodged from the filter and migrated to the chest. CT chest revealed. The 3 struts, one a right pulmonary artery and 2 within the heart. These findings were discussed with patient and family with options given for watching and follow up in clinic versus intervention for removal. The family opted for monitoring". Per a report from computed tomography (CT): "findings: pulmonary arteries: there is a persistent linear metallic density extending from the basilar trunk artery to the subsegmental lateral right lower lobe corresponding to the known retained/embolized foreign body/wire fragment. Additional embolized ivc struts are similarly demonstrated within the basilar and apical right ventricle. There are no new/acute pulmonary emboli. The main pulmonary artery is not enlarged. There is no acute right heart strain". "Stable nonspecific small curvilinear radiodensity associated with a peripheral pulmonary arterial branch of the anterior left upper lobe best seen on maximum intensity projection images (602/26). This may reflect additional retained/embolized material".